Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with an intraocular lens (iol) implantation, the iol was found covered with scratches. The surgery was completed with another product. No impact on the patient's safety. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned positioned incorrectly posterior side up in a the lens case. Solution is dried on the lens. Haptic and optic damage was observed. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).